Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 46 mg/dl, which was treated with food and glucose tablets. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. It was found that customer was making incorrect button presses and was inadvertently administering a bolus delivery. Customer was not sure of the condition of the drive support cap.